Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the analog interface (ai) printed circuit board (pcb). The covidien customer support engineer (cse) was not authorized to service this device. The ventilator passed all testing.